Manufacturer narrative:
Details of complaint: the customer reported that the alarm limits for the lower hr on the cns were reverting. They were aware that to change the lower hr alarm limit from 30 to 25, the ext brady arrhythmia alarm should be set to warning, which they did. However, when they go into the alarm limits setting on the bedside, the hr lower limit would automatically revert to what it was prior to the change at the cns. Then when going back to the g5/g7 monitor, the hr lower limit was 30 instead of the new setting of 25. No patient harm was reported. Investigation summary: the event logs from the device were sent to nkc. Nkc found that the behavior reported by the customer was based on specifications set by the customer. This behavior occurs when the bsm's [system configuration] > [alarm] > [alarm cap] setting is set to off. Under this configuration, the bsm's "tachy" and "ext.brady" settings are individually based on their respective settings. If the relevant item is set to on: the setting value becomes the limit of the hr upper/lower limit setting range. For the cns, if either "ext.tachy" or "ext.brady" is set to on, the setting value becomes the limit value of the hr setting range. The customer was provided with a known workaround for this type of configuration. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: g5 monitor: model #: cu-152ra, serial #: (B)(6), device manufacturer data: 06/05/2023, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The customer reported that the alarm limits for the lower hr on the cns were reverting to the previous settings. They were aware that to change the lower hr alarm limit from 30 to 25, the ext brady arrhythmia alarm should be set to warning, which they did. However, when they go into the alarm limits setting on the bedside, the hr lower limit would automatically revert to what it was prior to the change at the cns. Then when going back to the g5/g7 monitor, the hr lower limit was 30 instead of the new setting of 25. No patient harm was reported.

Manufacturer narrative:
The customer reported that the alarm limits for the lower hr on the cns were reverting to the previous settings. They were aware that to change the lower hr alarm limit from 30 to 25, the ext brady arrhythmia alarm should be set to warning, which they did. However, when they go into the alarm limits setting on the bedside, the hr lower limit would automatically revert to what it was prior to the change at the cns. Then when going back to the g5/g7 monitor, the hr lower limit was 30 instead of the new setting of 25. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: g5 monitor: model #: cu-152ra, serial #: (B)(6), device manufacturer data: 06/05/2023, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The customer reported that the alarm limits for the lower hr on the cns were reverting to the previous settings. They were aware that to change the lower hr alarm limit from 30 to 25, the ext brady arrhythmia alarm should be set to warning, which they did. However, when they go into the alarm limits setting on the bedside, the hr lower limit would automatically revert to what it was prior to the change at the cns. Then when going back to the g5/g7 monitor, the hr lower limit was 30 instead of the new setting of 25. No patient harm was reported.